Manufacturer narrative:
Date of event: unknown. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8037754 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with that before use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with the thumb press missing from plunger and also the plunger cap was missing.

Manufacturer narrative:
. Investigation summary: investigation summary: customer returned (1) 3/10cc, 12.7mm, 30g syringe in an open poly bag from lot # 8037754. Customer states that the thumb press was missing from a few syringes as well as the cap that protects the plunger. The returned syringe was examined and exhibited a broken thumb press and crushed plunger cap. A review of the device history record was completed for batch # 8037754 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press and crushed plunger cap). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported with that before use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with the thumb press missing from plunger and also the plunger cap was missing.